Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during an in-person device follow-up that the right atrial (ra) lead exhibited intermittent far-field r wave oversensing. The ra lead was reprogrammed and remains in service. No patient complications have been reported as a result of this event.